Event description:
In 2009, the lay-user/patient contacted lifescan (lfs), alleging that a one touch ultra meter read inaccurately high. The pt indicated that the alleged issue started six days ago, at around 8:00 am. She reported blood glucose readings of "160, 155, and 168 mg/dl." At an unspecified time that same day, during the evening, the pt claimed that she developed symptoms of lightheadedness and also broke out in a sweat. The pt denied receiving treatment because of the alleged issue. It is not known what actions, if any, the pt took before and after the symptoms developed and what she did in response to the reported meter readings. The pt did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.